Event description:
Customer received two false negative results on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6). Lot 28959g, reader sn (B)(6). On (B)(6) 2023, customer tested positive with the lucira antigen test and had sample collected for a sars-cov-2 pcr test. On (B)(6) 2023, customer received a positive result from the pcr collected on (B)(6) 2023. Customer states she is mildly symptomatic.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.